Event description:
It was reported that the side firing fiber was noticed to have commenced forwar firing at 7,683 joules during a prostated procedure. The procedure was completed with another fiber. No pt injury was reported. The pt outcome was reported as "okay." Procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00246).